Manufacturer narrative:
"Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, vyaire medical informed customer to cross check the unit with a good known blower,perform the blower test and send the logs for evaluation. Therefore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
It was reported to vyaire medical that the during the first step of calibration bellavista1000 unit passed, but on the second step zero pressure gain calibration failed. The unit shows error message technical failure 401-inspiration valve or device leaky and technical failure 316- blower failure furthermore, was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. The root cause was determined due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms. No update received from the customer.